Event description:
Consumer reports very erratic readings on their meter. Analysis run on clark error grid using mean average reading (330) as ref. Point vs. Bd readings (42) yielded data points in the e range of the grid, outside acceptable limits.